Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the reason for call was patient reported their device [wireless recharger] was lost like a month ago, and they just got replacement part. The patient initially connected with their implant and reported getting 'power on reset (por) detected, please check device battery level, therapy has been turned off.' The agent reviewed the por message meaning. The patient confirmed they charged their implant. The patient successfully connected to their therapy. The patient reported getting por message again. The patient dismissed the por message and was able to successfully turn therapy on. The troubleshooting steps taken on the call resolved the issue. The patient mentioned it took a long time for the recharger to charge the ins because they were without it for like a month and their implant was totally depleted. The patient stated they powered up everything yesterday and tried to use it today and that's when they noticed they were getting the por message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.